Event description:
Complainant alleged that the medics delivered three 360 joule shocks to a pt who was in cardiac arrest. On the medics fourth attempt to shock the pt the device would not charge. The medics were able to obtain a second device to successfully defibrillate the pt. The complainant indicated that the pt subsequently expired and that "though this pt did not have a good outcome, there was no delay in providing defibrillation therapy."